Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed a cine disk unavailable error resulting in a loss of cine functionality. No patient serious injury or death was reported related to this event.